Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va169pd, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were not happy with their device and they had not had anything but trouble with the unit. The patient reported they have had pain all the time. They also feel stimulation all the time and get electric shocks down the left leg and back, and it is like sticking a finger in a light switch. The patient mentioned they had so many procedures done and the last one was the device. The incision is healed and they had been on "mega antibiotics and all kinds of drugs. They cannot sleep at night without sleeping medication, sometimes 2. They take anti-inflammatory 3 times a day per their healthcare provider (hcp). The left side of the buttocks, where the implantable neurostimulator (ins) is, was always on the warm side like an infection. They patient stated they don't know what to do. The first time seeing their hcp was 4-5 weeks and they were no where healed, so the hcp wanted to see them every week. The unit works as far as incontinence but they are always in pain. The pain and the warmness were on the left hand side. Since implant, when they go to the left side and turn to the right side they the unit will move. They told their hcp and the hcp said it was impossible. The hcp pressed around the back there and stated that maybe they made the pocket too big. The patient said the hcp mentioned moving it to the other side and replace the lead as maybe that was why the electric shocks occurred. They said maybe to bury the unit deeper and rehook up the electrodes as maybe there was a short going on. The patient also mentioned they had an old bladder sling removed and they had to do some grafting as the old bladder sling was placed wrong. A new sling was put in and they did a bladder lift. The surgery was on (B)(6) 2016 and the patient stated the electric shocks started after they turned stimulation back on. It was 7 weeks into the surgery and had been on ever since. They had so much pain the first week through the third week the rep recommended to turn off as they were at a 10 pain level. They said that of course they would have incision pain, but this pain was where they cannot sit back in a chair or couch and was hurting to drive. The pain was waist level pain and was going up. They had to be real careful when taking pain medication. They were taking 800mg ibuprofen and the pain never goes away. It was like having one of those headaches but the edge is always there. They had done physical therapy and only went several times. The patient said they "use the gel things" but once that wears off, it is back to the same thing with having pain. They were getting no where in 13 weeks. They saw their primary hcp because of having vaginal pain. They did a quick swab and detected a yeast infection. However, later it was noted that the yeast infection culture was found to be negative. That was the week of the report. The yeast infections don't hurt though. The patient stated it must be from the antibiotics. They started the antibiotics the week before the trial for about 4-5 months as of the report. It was noted they were keeping on antibiotics because of the heat on the left side where the unit was and maybe because of the electric shocks, they were not sure. The patient again said the pain was where the unit was but spreads out to a big area. They sit most of the day but every 20 minutes will sit up and change position and go to another chair, and walk around. They said they were no where normal like they were before the surgery. The pain is there constantly. They were crying at the office and they didn't even have stitches out, yet. They did not even want it at the time. Their vaginal area and urethra area hurt. When they saw their hcp for the first time, they had a "real bad infection" and had a cyst in the urethra and "that kind of started". The patient said the manufacturing representative (rep) suggested that because the patient had so much done it was triggering pain everywhere else. They waited six weeks before they even "turned on" and it did get better, but never stopped. It was kind of like sitting on iron that you have turned off but heat is still there. They also said there was pressure and that they are a big person and not sure if it has anything to do with size. The device was on the lowest setting it could be on and they had not increased as their pain had not gone away. They were not sure they could have an MRI or CT scan to check to make sure the lead was in the right place. They didn't know if they wanted surgery again. The device was for incontinence, vagina, and rectum, and for years they had problems and different problems with each area. They never heard of the unit before but it sure seemed like an answer but it made pain worse and they wondered if it was the new bladder sling and not the device, or if their body rejected it. They also wondered if they were getting worse and was not sure. From the very beginning, the device started moving. All they could do was sleep on their back and they were not sure at first was the problem was until one night they had turned and feel it drop like a penny in a coin purse and that it literally dropped and slid to the right side. They had nothing when walking or sitting, only when lying down and going from left to right. They had been on different antibiotics and an antibiotic that was inserted vaginally. They had oral antibiotics, a shot that hurt, and they were taking prescriptions. The patient said it is affecting their daily life, sleep, and they go through depression and there have been times where they cannot take the pain. They have pain pills, but they make them sleepy. They go to bed between 6 and 6:30 at night because that was when they could take another pain medication. They get up at 5am but they don't get straight sleep as it wakes them up at night when their unit shifts or they get stabbing pain. Different people call them and they have had the same complaints. They stated that someone call the same day twice and someone called on a weekly basis. This wasn't something new and it has been going on since they had the unit and the records should be there. It was after surgery. They had the implant for 13, going on 14 weeks. They were checked vaginally one time because they were bleeding bright red. It happened a couple weeks prior to the report and they had wiped bright red. The hcp stated it was from the stitch and that the stitches should have dissolved but were not dissolving and were like a baseball and would take longer to dissolve. Even if the stitch broke, it wouldn't cause them to bleed. During surgery the patient had the unit put in, the old bladder sling that was put in wrong for 10 years, removed. They had grafting inside and put a new sling in. They did a bladder lift, then removed the growth that was between the rectal wall that grew into the vagina and that was why they had a bad infection. They had to repair internal and external vaginal walls. Had to take the cyst out of the urethra and clean that up and hook everything else up. Additional information from the rep reported the patient had post implant pain. They had pain below the ipg site, across their lower back/upper buttock/down leg. They used various antibiotics to prevent/cure a possible infection since implant. They had a reprogramming session on (B)(6) 2016 and antibiotics since implantation. Impedance test showed within normal parameters and did not demonstrate a short in the system. The pain symptoms did not improve. They contact their hcp and they were scheduled to have the device removed on the (B)(6). Their urinary symptoms had improved drastically since implant. Additional information from the patient reported the previously mentioned issues and also reported constant, uncontrollable pelvic pain that is present even when the device was turned off. They still need pain patches, anti-inflammatories, and antibiotics for the pain. The stimulation sensation was aggravating. They had discomfort. The ins was hot to the touch and moves around and wakes them up at night. The trial was 100% successful. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.